Event description:
It was reported to boston scientific corporation that a enteral guidewire device was being prepped for a procedure performed on (B) (6) 2009 (B) (6). According to the complainant, at the beginning of the procedure, the physician was removing the guidewire from the protection sheath, it broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B) (4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).